Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition to event, the insertion tube is peeling the coating, buckling and bending and the curved rubber adhesive is missing. Scratches were found on the operation part, operation unit cover, tip cover, the up/down knob, the up/down angle fixing lever, the right/left angle fixing knob and the switch box, the right/left knob, the grip, the universal cord, the scope connector side of the universal cord, the scope connector and cover. The forceps plug cap and suction cylinder has been scraped off. Wrinkles are observed in the universal cord. The amount of air supplied is insufficient due to clogging of the air/water nozzle due to handling. Due to handling and insufficient cleaning, the air and water nozzles are clogged and the draining function is reduced. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A evis lucera elite gastrointestinal videoscope was returned for air/water issues. Upon inspection and testing of the returned device, the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was that reprocessing failed to be performed in accordance with instructions for use. Therefore, the foreign material which adhered inside the air/water nozzle insufficiently removed, which resulted in remaining of the foreign material. What the material was could not be determined. Olympus will continue to monitor field performance for this device.